Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Other device used: catalog #00598801215, nexgen stem extension, lot #61759478. Evaluation summary: operative notes dated (B)(6) 2010 state that bone cement was finger-packed onto the end of the femur, and placed on the posterior aspect of the femoral component. No mention is made regarding holding the knee in extension while allowing the cement to cure. Operative notes dated (B)(6) 2011 noted the femoral component was well-fixed, and that the tibial component was cemented into place and the knee was held in extension until the cement hardened. Range of motion check found the knee achieved full range of motion and was stable to varus/valgus stress with proper tracking. Revision notes dated (B)(6) 2012 were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided.: evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were visual evaluation of the returned device shows signs of use on the tibial and femoral components. The stem extension remained assembled to the tibial component. Some bone cement remained on the tibial component at the stem extension junction and bone cement remained on the femoral component. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that the femoral component was also revised.